Event description:
The lead was explanted due to a break in the insulation.

Manufacturer narrative:
Co previously reproted to h.3 that device evaluation was anticipated but had not yet begun. Co has since initiated the evaluation but are unable conclude that the lead had an insulation break. The portion of the lead that was returned was insufficient to allow a full analysis.